Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke and neurological dysfunction are known potential adverse events that may be associated with the implantation of vads as outlined in the instructions for use. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including hemodynamic management and therapeutic anticoagulation guidelines. With review of the available information and as reported, this patient's uncontrolled subtherapeutic inr is an identified contributing factor with no indication of any device malfunction or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The ventricular assist device (vad) coordinator reported that the patient presented to ER from home on (B)(6) 2015 with new left sided facial drooping and mild left sided upper and lower extremity weakness. The inr was subtherapeutic upon admission. CT-scan showed "continued interval evolution of the right mca infarct". Treatment was reported as bivalirudin drip until the inr was in therapeutic range. The patient is stable with no further progression in symptoms. Additional information reported that the team is not certain but believe recurrent neurologic deficits suggestive of recurrent stroke in setting of subtherapeutic inr with report that there was no indication of pump thrombus related to the event. The patient was educated on coumadin and is currently listed for transplant as 1a.